Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument and found leaking from reagent probe a. The fse replaced the reagent probe a collar wash waste solenoid valve to resolve the issues, no further leaking was observed or quality control recoveries generated. The instrument software version is 5.4.08. (B)(4).

Event description:
The customer reported qc (quality control) recovery issues on multiple cc (cartridge chemistry) reagents on their unicel dxc 600i synchron access clinical system. During troubleshooting, the fse (field service engineer) found leaking from reagent probe a. The leak was contained to the instrument and volume of the fluid was described as approximately 10 cubic centimeters. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.